Manufacturer narrative:
The visual investigation revealed that the tip (hexagon) was broken off and the fracture surface showed appearance of forced rupture resulting from torsional and bending overload. Plastic deformations of the hexagon edge of the remaining flank further points to the fact that too high torsional forces in turn direction were applied during application. Pressure marks at the slot area of the blade were visible indicating high bending forces. The tip area of the outer blade showed wear marks at the edges of the hexagon flanks. Based on the performed investigation, the root cause of the reported event was attributed to a user related handling issue.

Event description:
The screwdriver would not advance the screw and only turn the blue portion of the screw. Upon inspection of received screwdriver blade, it was found that the inner hexagonal part was chipped off.